Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the product experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: we received the following complaint from our customer regarding the product blood sample needle safety + guide 21g/32mm bd (ref 368650): "when changing the pipe, the ``sock'' broke several times."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 22 samples for investigation. The samples were evaluated by functional testing, each used to draw 10 tubes with water, and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes with water, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the product experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: we received the following complaint from our customer regarding the product blood sample needle safety + guide 21g/32mm bd (ref 368650): "when changing the pipe, the ``sock'' broke several times.".